Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. Reportedly, the customer had an alternate pump available for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.